Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp), it was clarified that the alleged issue by the customer was not with the oxygen supply, and that the actual alleged issue with the device was that there was still airflow after switching to standby mode. In an additional gfe issue by the asp it was provided that the asp had informed the customer that it was normal for the device to have a basic flow rate when entering standby mode. This is an intended function of the device, not a failure or device issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on this new information this is not a reportable event since the device functioned as intended.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an oxygen supply error. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.